Manufacturer narrative:
The subject device is not available for evaluation. A review of the device history record will be performed by the manufacturer and a supplemental report will be submitted at this time.

Event description:
When the subject device was checked after it was taken out of the package, the coil was already detached. No complications with patient reported.